Event description:
One of patient's pumps, sn (B)(4), keeps shutting off if it is bumped. If it's sitting on a counter it is fine. No other info provided. Dose or amount: 60 nkm, frequency: 0.108ml/hr, route: IV. Dates of use: (B)(6) 2014 to ongoing. Diagnosis or reason for use: pah.